Manufacturer narrative:
It was reported that the hinge wouldn't stay locked while ambulating. The actual device has not been evaluated, other devices that have been evaluated the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that the hinge wouldn't stay locked while ambulating.